Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 743 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, seizures, irritable bowel syndrome, gastroesophageal reflux disease, chronic diarrhea, parity 2, ovarian cyst, gravida ii, abnormal uterine bleeding, pelvic pain and retroverted uterus. Previously administered products included: acetaminophen, baclofen and cetirizin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4418 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n discrepancy noted : insertion date as per argus (B)(6) 2020 as per mr : - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2010: preliminary film of the peivis shows metallic density structures bilaterally consistent with acceptable placement of essure microinserts. With early filling of the endomeirial cavity, distortion likely represents retroverted uterus. With gradual filling of cornua bilaterally, the microinserts appear to be in satisfactory position and there does not appear to be filling of the tubes beyond the level of the microinsert. Final film shows partial filling of the lower aspect of the endometrial cavity without significant deformity. Findings consistent with satisfactory positioning of microinserts and satisfactory occlusion of the fallopian tubes. [Pathology test] on (B)(6) 2022: vulva, left posterior, simple partial vulvectomy: - high-grade squamous intraepithelial lesion (hsil, vin 3). - margins negative for hsil. 2. Vulva, left anterior, simple partial vulvectomy: - high-grade squamous intraepithelial lesion (hsil, vin 3). - 12 o'clock tip margin focally positive for hsil (confirmed with positive p16 immunostain). - all other margins negative for hsil. 3. Uterus and bilateral fallopian tubes, hysterectomy and salpingectomy: - cervix: endocervical squamous metaplasia, negative for high grade dysplasia or carcinoma. - endometrium: secretory phase, negative for malignancy. - myometrium and serosa with no pathologic abnormality. - bilateral fallopian tubes with no pathologic abnormality. Gross description: the fallopian tubes have tan cut surfaces with a metallic coiled wire present within each lumen. No distinct lesions are identified. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.